Manufacturer narrative:
The insulin pump was received with a blank display due to a corroded battery cap contact. The pump was tested with a good battery cap. The pump was also received with normal operating currents. No blank display occurred during testing. No damage was found on the lcd isolation tape. The following cosmetic damage was noted: cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, and cracked battery tube threads.

Event description:
Customer reported via phone call that the insulin pump had a blank display anomaly after a battery change. The patient's blood glucose at the time of incident was 200 mg/dl. The customer stated that he had changed the threes times before the screen actually reappeared, but he called because he was concerned the screen may go out again. Troubleshooting was initiated for the blank display. The customer did not note any damage to the pump. However, after cleaning the battery cap contacts and changing the battery the display did not return. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.